Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the use of a 6f vista brite guiding catheter, it was reported that the patient lift her arm and all the material came out. Neurological symptoms appeared and a CT scan was performed. The patient was transferred to the neurology department at the (B)(6) where they took out debris from the neurovascular system. A patient present at the emergency and required an angiography. The case was performed normally via radial access.

Manufacturer narrative:
During the use of a 6f vista brite guiding catheter, it was reported that the patient lifted her arm and all the material came out. Neurological symptoms appeared and a CT scan was performed. The patient was transferred to the neurology department at the (B)(6) where they removed debris from the neurovascular system. The case was performed normally via radial access. The device was not returned for analysis. A device history record review of lot 17535972 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The cordis guiding catheter has a large nontapered lumen that allows contrast medium injections and pressure monitoring and facilitates the intravascular passage of interventional devices. The instruction for use states to inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Furthermore, extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. The guiding catheter may occlude smaller vessels. Care must be taken to avoid complete blood flow blockage. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR review does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore no corrective action will be taken.